Event description:
The customer reported that the leather wrist restraint strap broke while in use on a pt in ICU. No one was hurt when this occurred. Product was discarded by ICU staff. It was reported that the strap was a leather locking strap threaded through a cuff, but they could not state the model of the strap used.

Manufacturer narrative:
(B) (4). Strap broke. Product was requested to be returned; however, customer discarded the product. Results: eval of reserve samples pulled from finished goods of leather locking straps shows that 3 items were inspected and all pieces were in good condition. (B) (4).